Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot and therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a hi-pot and therapy electrode recognition test. The cause for the test failures was isolated to an open pulse wire in the cable that connects ECG "b" and the distribution node (dn). The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.